Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and an adverse event. The sensor was inserted on (B)(6) 2019. The patient's physician reported their patient experienced a hypoglycemic event that required hospitalization. The patient became unresponsive, her father took her blood glucose (bg) reading of 1.6 mmol/l, but her continuous glucose monitor (cgm) displayed 3.8 mmol/l. The paramedics were contacted and transported the patient to the hospital where she was admitted for 24 hours and treated intravenously with glucose. The reported allegation falls within the "c" zone of the parkes error grid. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.